Event description:
During a thoracoscopy procedure, it was reported the 512s was inserted into the thoracic wall for the procedure. It was reported during the procedures the device broke into several pieces and it was uncertain as to whether all of the pieces were retrieved. There was no consequence to the pt.

Manufacturer narrative:
H3,6: g4: add additional info. D5,6: h4: info unavailable, device returned with no lot ID. Visual inspections & results: bullet tip condition, latch condition, obturator condition, reset button condition, and trocar condition; na. Desufflation lever condition, inner gasket condition, and outer gasket condition; conforming. Sleeve condition; nonconforming. Functional tests & results: does safety shield retract, and lockout functional; na. Flapper door functional; yes. Analysis conclusion: based upon the visual examination, it was confirmed that the sleeve was shattered at the distal tip. The outer gasket of teh ms512 was also cut appro. .1". No conclusion could be reached as to the cause of the shattered sleeve or cut gasket.